Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mr, stroke, mitral stenosis, and death could not be determined as no patient-specific detail was available. The reported patient effects of cerebrovascular accident, mitral regurgitation, mitral stenosis, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3 - date of event is estimated. D6 - the implant date is estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, "cardiac computed tomography-based assessment of mitral annular calcification in patients undergoing mitral transcatheter edge-to-edge repair".

Event description:
This research article was a retrospective study designed to investigate the association of mitral annular calcification (mac) assessed by cardiac computed tomography (cct) with procedural and clinical outcomes in patients undergoing mitral transcatheter edge-to-edge repair (teer). Complications identified in the study included: in-hospital mortality, disabling stroke, recurrent mitral regurgitation, mitral stenosis, and additional mitral valve procedure. In conclusion, the presence and burden of mac assessed by cct were associated with procedural and clinical outcomes in patients undergoing teer. The cct-based assessment of mac may improve patient selection for teer. Details are listed in the attached article titled, "cardiac computed tomography-based assessment of mitral annular calcification in patients undergoing mitral transcatheter edge-to-edge repair".